Event description:
It was reported that the lift power coil cord was damaged due to the foot end cover being damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.